Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4: UDI number, d6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018 the patient underwent a removal surgery to remove the synthes olecranon plate due to pain and symptomatic hardware. On (B)(6) 2016, the patient was assembling a parade float where she was knocked off by an object and fell 5 feet to the ground. She fell on outstretched hands and then onto her face. She reports significant amount of pain in bilateral upper extremities and left side of face. She suffered an elbow fracture that required surgery and the placement of a synthes radial head prosthesis system in her left elbow and synthes olecranon locking plate and screws in her right elbow. On (B)(6) 2017, patient's main complaint was decreased left supination and also complains of occasional popping or mild crepitus about her left elbow and forearm. There was also a superficial tender nodule on her left medial elbow and complained of medial-sided elbow pain. In regards to her right elbow, she complained of global pain and the inability to completely extend her elbow. She also has a prominence of the olecranon plate. On (B)(6) 2018, the patient underwent removal hardware. Multiple stab wounds were made along the course of the olecranon plate and the screws were removed. Once the screws were removed from the olecranon plate, we were able to pass in an elevator and loosen the plate off the back of the olecranon. The plate was then fed out through one of the incisions and we were able to remove the whole plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: jds. Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018 the patient underwent a removal surgery to remove the synthes olecranon plate due to pain and symptomatic hardware. On (B)(6) 2016, the patient was assembling a parade float where she was knocked off by an object and fell 5 feet to the ground. She fell on outstretched hands and then onto her face. She reports significant amount of pain in bilateral upper extremities and left side of face. She suffered an elbow fracture that required surgery and the placement of a synthes radial head prosthesis system in her left elbow and synthes olecranon locking plate and screws in her right elbow. On (B)(6) 2018, the patient underwent removal hardware. Multiple stab wounds were made along the course of the olecranon plate and the screws were removed. Once the screws were removed from the olecranon plate, we were able to pass in an elevator and loosen the plate off the back of the olecranon. The plate was then fed out through one of the incisions and we were able to remove the whole plate. This complaint involves one (1) device. This report is one (1) 3.5 mm cortex screw self-tapping 20 mm. This report is 3 of 6 for (B)(4).